Event description:
It was reported that prior to operation it was observed that the leads had "deformation" and were bent. The observation was made prior to opening the package. Different leads were used for the operation. No patient injury.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of lead, model# 3389, found the distal lead end to be bent, new out of the box.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.